Manufacturer narrative:
Per the user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl. The ketone level was medium to large. A correction via the pump and an insulin injection were used to address the bg level. The customer reported that the high bg was due to wearing the infusion set for 6 days rather than 3; however, the cannula was not visibly compromised upon removal. Tandem technical support advised the customer to discuss the event with a healthcare provider.